Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a wound check on (B)(6) 2017 a suture infection was noted. The patient was treated with oral antibiotics and later changed to intravenous antibiotics the infection was resolved by (B)(6) 2017. No further information was reported.